Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the distal circumflex artery with overlapping 3.5 x 18 mm and 3.5 x 8 mm stents. On (B)(6) 2011, the patient was hospitalized with sustained chest pain. The patient had experienced exertional angina over the past few weeks. The cardiac enzymes were elevated, functional ischemia study was positive and the ECG revealed st-elevation myocardial infarction. The patient underwent percutaneous coronary revascularization in the target vessel/non-target lesion and a non-target vessel. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. There was no reported product deficiency. Angina, ischemia, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.